Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument pivot point broke. The wires seemed to have broken and acquired a large amount of tissue. The first assistant was unable to pull the instrument out of the port since it was at an angle. The emergency instrument key was obtained and used to try and straighten out the forceps. The forceps was eventually able to be removed from the port. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during an emergent robot-assisted right inguinal hernia repair. There was no system fault. The jaws were not stuck on tissue. Jaws were stuck in the open position and the elbow of the instrument was at an angle. The release key was used to be able to close the jaws. However, the angle of the instrument was not able to be manipulated. The instrument had to be removed by adjusting the trocar. There was no tissue removal. The case was completed robotically as anticipated. There was no patient injury. The patient had prolonged time under anesthesia to get the instrument removed. The delay was less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip tang causing them not to open and close correctly and not release the tissue correctly. The grips were not found to be cracked. The instrument was rubbing against the conductor wire causing tip not move smoothly. Additional observation not reported: the instrument was found to have a segment of the conductor wire dislodged at the distal clevis appearing loose causing the grip tips not to open and close correctly and not release the tissue correctly. A loop of the wire protrudes above the outer surface of the distal clevis. The wire insulation was damaged and the instrument passed the electrical continuity test. The conductor wire was exposed. Components adjacent to the dislodged wire do not show damage. Additional observation not reported: the instrument was found to have damaged conductor wire insulation at the distal clevis. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The instrument passed the electrical continuity test. The complaint regarding the broken wires was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.